Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed that the down arrow and the ok keypad buttons were responding intermittently to presses. Evaluation also revealed that the up arrow and the contrast keypad buttons required excessive force to obtain a response. There was evidence of keypad adhesive found under all button key contacts. It was observed that the down arrow button key contact was misaligned, and that the contrast button key contact was inverted. It was also observed that the up arrow, down arrow, and ok button key contacts became inverted when the buttons were pressed, and the buttons did not spring back as expected.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A distributor reported that the patient has to press the buttons multiple times to obtain a response.